Event description:
The vessel was predilated with a 2.5mm balloon. The balloon/stent was advanced to the native lcx and the balloon expanded to 8 atm's. It was noted the distal portion of the stent would not expand. At this point the vessel perforated. The deployment balloon was removed and replaced with a perfusion balloon. Subsequent placement of an embolization coil closed the flow.